Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. Post-procedure, there was a single leaflet device attachment (slda) with the device implanted. There were no reported difficulties in capturing leaflets or navigating. The device was implanted successfully, and the grade of regurgitation was decreased. Slda was confirmed in a tte check on post-procedure day 3 by an echo healthcare professional. The initial mitral regurgitation (mr) was severe, and after the index procedure it was trace. When the slda was detected, mr was moderate. The patient's final outcome was stable but with dyspnea. A reintervention with a second pascal device was required. Mr before reintervention was 3 and after device implantation decreased to 1. Patient's final outcome was stable. According to medical opinion, the perceived root cause of the event was that the pml detached or maybe the leaflet torn out.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: analysis of images. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was confirmed with objective evidence based on provided imagery. Due to lack of procedural imaging and complete post procedural imaging, a definitive root cause was unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.